Event description:
N/a

Manufacturer narrative:
(B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/24/2025. An investigation was conducted on 09/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed as well as the analyzed failure "detachment of device or device component- scope wash tube" . A manufacturing engineering evaluation was conducted. A visual evaluation was performed on nov 6, 2025. There was evidence of heavy clinical use and visible blood. The cannula subassembly was inspected and it was observed that the c-ring, molded nozzle ((B)(6)) was cut in half the c-ring was inspected under magnification and it was observed that there was heat damage to the material with visible signs of melting. Refer to fig-ur-es-1-an-d -2. Based on the visual evidence, the c-ring, molded nozzle ((B)(6)) was split into two pieces due to application of heat from the tool which resulted in the melting and fracture of the c-ring. Based on the manufacturing engineering evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000492310 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that towards the end of the case on the lower leg near the ankle getting ready to do the stab and grab as they went to retrieve the vein, the vasoview hemopro 2 c-ring and the clear arm side of the c-ring pulled off the device completely. They had to open the lower leg to retrieve the detached c-ring and clear arm side and then had to do 2 skip incisions on the lower leg to get the vein out the lower leg. No blood transfusion. There was a procedural delay. The patient is fine.